Event description:
It was reported that the system 8800 had poor image quality in the lateral versus the a/p mode. The system was replaced with another during a procedure due to this creating delay. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. All testing showed the system to be well within specification. A ge clinical specialist was brought in too see if the problem might be applicable in nature. It was determined that the metal rejection setting, which in part sets image contrast and brightness, was set from 25 to 15 percent. The operator was satisfied with the image quality.